Event description:
It was reported that the patient's post-op allergic reaction included a skin disorder along with cramping in the lower leg. The definitive cause of the reaction is still unknown, however the surgeon stated that the patient "might experience an allergic reaction by bone cement". No further patient information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): product analysis a suite of biocompatibility testing regarding the c01a bone cement has been performed and is on file. No tissue samples available for histology testing. It was not reported whether the patient received a pmma allergy test. Unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent a bkp procedure to treat a compression fracture. According to the report, the patient experienced a post-operative allergic reaction with skin rashes and pruritus. Allegedly, the patient was allergic to the bone cement. The patient was relieved from the symptoms after medication with antihistamines. The patient's condition was reported as stable at this time. No further patient complications were reported.